Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer initiated multiple boluses resulting in the customer's bg to decrease. Reportedly, customer attempted to self-treat by consuming carbohydrates, however; paramedics were called and transported customer to the emergency (ER) where customer was treated intravenously with fluids of saline. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.